Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the somatom sensation 64 system. The customer reported the CT machine stopped scanning during an exam and a service call was placed. There is no report of impact to the state of health of any patient involved. The incident was reported thru the FDA medwatch program.

Manufacturer narrative:
Siemens performed service for the described issue at the time of the reported event and the system is functional. Requested information from the customer was not provided and therefore no other details of the described issue are available to siemens for further investigation.